Event description:
The catheter would not angulate correctly. This delayed the procedure time of a svt ablation. The catheter was found to have a large deviation mid-pole and the wire of the distal/proximal cable connection had a significant kink. This was a reprocessed device. (B)(6).